Event description:
The manufacturer received information alleging a failed test step. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The active exhalation control module connection was not seated into the system board connection. The connection was re-seated to address the issue.